Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a ep - shuttle rf generator system ¿ 100w and thermocool smarttouch unidirectional sf catheter and suffered an esophageal fistula requiring surgical intervention. While ablating the posterior wall of the left atrium (25 watts for 15 seconds), a rapid temperature increase was noted. Physician stopped ablation and moved the catheter to a different location. Approximately 1 month post-procedure, the patient presented with an esophageal fistula. Approximately 7 weeks post-procedure, the esophageal fistula was surgically repaired. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.